Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress in the system controller was not confirmed. There was no log file submitted for review. System controller, serial (B)(4), was not returned for analysis. The provided information indicated that the system controller was completely submerged in water for 5 to 10 seconds. No action was taken at the time of the event. There were no pictures or additional documents provided. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller housing, connectors, and cables. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date is estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had dropped their system controller in water and was completely submerged for 5 to 10 seconds.